Event description:
A report was received from a user facility in the USA stating: "guillotine would not move up and down. The power and suction were operating properly. The port was open. A backup cutter was used to complete the procedure." There was no serious injury or report of permanent impairment reported related to the event.

Manufacturer narrative:
One cutter was received in a plastic sealed bag without the tip protector. Visual inspection found the needle is bent and the port window is in the opened position. Fluid was observed in the aspiration line. Additional testing will be conducted. The sterilization and lot history records were reviewed and found to be acceptable. The cutter assembly, contained within the stellaris 25 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing.